Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
T-wave oversensing and a non sustained sense secure alarm was noted. The patient did not receive therapy during the oversensing. Reprogramming recommendations were given to the physician. The patient is in stable condition.